Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation.  If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that prior to inserting the ng tube, they flushed the tube with water. After the tube was in the correct place inside the stomach/duodenum, they attempted to remove the wire. At this point the wire was stuck and would not come out. When the radiologist tried again the purple cap on the top of the wire popped off and the wire cut through her glove and lacerated her right thumb.